Event description:
The customer reported the ctg machine recorded the wrong fetal heart rate on the trace. The device was in use on a patient. The patient had a category 2 emergency cesarean.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting informaton: (B)(6).

Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was a design defect in the transducer's firmware (fw). Philips investigation determined this issue is caused by changes implemented under an engineering change released may 25,2023. These changes updated the ultrasound t=transducer with a new central processing unit (cpu) board and firmware in response to a shortage of multiple components. Due to a chip shortage situation, a hardware (hw)/software (sw) design change was required, which introduced a performance issue to the fetal heart rate (fhr) measurement of wired ultrasound (us) transducers. The need for subtle adjustments of the transmit/receive time windows in us measurements unexpectedly introduced interference with adjacent transducers (twin/triplet use cases) by generating measurable artificial rhythmic signals that can be interpreted as actual physiological signals (fetal heart beats). This investigation determined that the new firmware (453564254621-s-fw-01, rev l.01.04) which is designed for all avalon transducers, shows an unexpected issue for the ultrasound transducer (867246). When monitoring multiples (twins or triplets), the wired avalon ultrasound transducers (product no. 867246) have a tendency to produce an artificial fetal heart rate (fhr) instead of fhr gaps, mostly at approximately 180 bpm, in situations where the physiological signal (echo from pulsating fetal heart) is absent or very weak. A field change order (fco) was implemented on (insert date if applicable of implementation of fco) to update the transducer firmware.

Event description:
The mother at 33 weeks 2 days was having her daily ctg for twins and the heart rate for one twin was 180 bpm for an extended period of time. The printout revealed artefact-like tracings in some places and some moments of true fetal heart rate (fhr) which was believed to be between 130-140bpm. The ongoing recording of fetal tachycardia resulted in a c-section. Both twins were born in 'great' condition and blood gases within normal limits, which prompted the reporter to question the ctg. The reported issue was confirmed when the same issue occurred the following day for fhr and ultrasound revealed fhr in the 130-140bpm range. The device was then removed from service. It was indicated the device was held in the clinical area for a few days following the reported event, so there were no traces stored on it by the time biomed received the device. Based on this information, the alleged malfunction led to an unnecessary surgery, which can be considered a serious injury.